Event description:
During attempted implant, the lead could not be attached to the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of inability to insert the torque wrench into the setscrew to tighten was not confirmed. Analysis revealed that only partial wrench insertion was made into the atrial setscrew due to the wrench not being aligned to enter the setscrew inset. The ventricular setscrew showed there was no attempt made to insert the wrench into it to tighten it. The returned wrench and other torque wrenches were used to test the setscrews. The wrenches were found to fully insert into both setscrews and to tighten them normally on test leads. No anomalies were found.